Event description:
It was reported that the patient is not feeling stimulation. The patient tried a new charger to help resolve the issue but was unsuccessful. The patient tried using a sjm representative's charger and was unsuccessful as well. In the past the patient would charge the ipg every week. Over time the charger would not locate the ipg. The patient is scheduled for an ipg replacement. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.